Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, it was stated that the patient did report some prolapse (B)(6) 2012. The physician inserted a pessary and requested that the patient follow-up in one month. The patient did not comply. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.